Manufacturer narrative:
The device was returned for analysis. The reported ¿the knot was too tight and was not able to be advanced¿ could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violation contributed to the reported difficulty. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using two proglide devices after a premature ventricular contraction ablation procedure using a 8f sheath. No femoral angiogram was taken. Reportedly, the knot was too tight and was not able to be advanced. The same issue occurred with both proglide devices. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.